Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The customer stated that they could not use the touchscreen to navigate the device. The device was restarted but the issue persisted. The customer refused further service on the device, stating that they would not be repairing it. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was provided that the issue was initially observed during a preventative maintenance procedure by a third-party field service engineer (fse). The customer then stated that the device would be retired from their inventory list and placed in storage. No further service will be completed on the device to resolve the touchscreen issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.